Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc). An x-ray was performed, which revealed ra lead dislodgement. The decision was made to reprogram the device to vvir mode for the time being. This patient will be followed-up in near future. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that attempts were made to reposition this ra lead due to lead dislodgement, but was unsuccessful due to patient anatomy. The decision was made to explant this ra lead. A new ra lead will be implanted in the near future. This ra lead will be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual observations indicated a complete lead was returned. The conductor coils were deformed/stretched. There was a puncture hole in the insulation, which was most likely from some type of grabbing tool. There was dried blood noted in the helix housing, and in the neck region. This lead passed the continuity test with manipulation. An x-ray was performed, which revealed the inner coils were deformed. The damage could be attributed to over-torque of the helix. The initial allegations were not confirmed through analysis.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.